Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation in 2008, that a hydrotome rx was used in an endoscopic retrograde cholangiopancreatography procedure twelve days prior. According to the complainant, during cannulation, the physician was not happy with the bowing of the hydrotome. This device was replaced with an ultratome device. Refer to MFR report #23005099803-2008-07298 for details regarding the second device.

Manufacturer narrative:
Other: bowing of device. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.